Manufacturer narrative:
There are no reports of any signs of migration and no reports of any events leading up to the reports of inadequate pain relief. It is unclear if the patient had good therapy imemdiately following the initial revision and then therapy changed, or if there was a lack of therapy immediately following the initial revision, however all field assessment points to malposition of the lead at the time of implant.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. After healing from the procedure, it was noted that the implanted lead was very superficial under the skin. On (B)(6) 2024 a surgical intervention was performed to reposition the lead. No components were removed or replaced during the procedure. See MDR 3015425075-2024-00121. Surgical intervention was performed to reposition the implanted lead only, there are no issues with any portion of the nalu system or its components failing or malfunctioning. During the subsequent 2 years, the patient relocated residence to a new area and was referred to a different physician to assess lack of stimulation at the left lead. Testing of the system found that the placement of the left lead was inappropriate for achieving paresthesia and was not providing therapy to the patient's pain location. On (B)(6) 2026 a second surgical revision was performed to remove the malpositioned left lead and place a new lead at a location to provide therapy for the patient. Prior to closing the case, the lead was confirmed to achieve paresthesia and both leads were tested for impedances, confirming the system was functioning as expected.